Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the epgs. The unit operated to the manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. The damaged air filter made it so that no air pressure could be established. A luo air filter was installed. The epgs was tested and functioned as intended. It was determined that the water filter trap was damaged and did not meet specification. The service repair technician (srt) visually observed that the polycarbonate bowl valve stem part of the water trap assembly was broken off. The epgs water trap assembly was replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) water trap filter was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.